Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 21-aug-2023, noted correction to the 3500a follow-up #1. It should have included processing of the following fields: -h6. Type of investigation. -h6. Investigation findings. -h6. Investigation conclusions. Therefore, processed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve. The hemostatic valve on the preface® guiding sheath with multipurpose curve was drawing air into it. It did not form a complete seal even with the catheter in the sheath. When the sheath was replaced, the issue resolved. There was no patient consequence reported. The investigation was completed on 17-oct-2023. The product was returned to biosense webster for evaluation. It was sent to the device manufacturer for further investigation. Visual and functional analysis of the returned device were performed following bwi procedures. Visual inspection of the device revealed no issues with the device nor the vessel dilator. Functional analysis was performed and no leakage or other anomalies were observed during the test. The complaint reported by the customer was not confirmed, the hemostasis valve does not present any damages. No leakage was observed during the functional test. The exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this issue. Neither the phr review nor the product analysis suggests that the event reported by the customer could be related to the manufacturing process of the unit. A device history record evaluation was performed and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve drawing air issue occurred. The hemostatic valve on the preface® guiding sheath with multipurpose curve was drawing air into it. It did not form a complete seal even with the catheter in the sheath. When the sheath was replaced, the issue resolved. There was no patient consequence reported. The event was assessed as MDR reportable for the hemostatic valve drawing air issue.